Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a kink on the electrode array. This anomaly is believed to have occurred during the multiple electrode insertion attempts. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The recipient is reportedly doing well. This is the final report.

Event description:
On (B)(6) 2018, the surgeon reportedly tried to insert the device 3 times, however, was unsuccessful due to anatomical issues. The recipient left the operating room without being implanted. On (B)(6) 2018, the recipient returned and was successfully implanted with another advanced bionics cochlear device.